Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to resolve the issue. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient had an unrelated surgery on (B)(6) 2021 prior to which the ipg was put into surgery mode. After the surgery, the ipg was unable to communicate with external devices. Troubleshooting did not resolve the issue.